Event description:
The device was implanted at the end of the case. When the efficacy was tested, the device wouldn't activate. Multiple troubleshooting was tried, then device was explanted and replaced with new one. The product had patient contact but no patient harm. Manufacturer response for implantable generator inspire, (brand not provided) (per site reporter): the product picked up by field rep and a replacement sent.